Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: linoxsd lead, implanted: (B)(6) 2009; 4968 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead was oversensing and had variable impedances. The lead was replaced. No patient complications have been reported as a result of this event.